Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from the USA alleging that a one touch verio iq meter was reverting back to the setup mode. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. No replacement products were sent to the patient at this time. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter was reverting back to the setup mode. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The 510 (k) # is k110637.